Event description:
Clinical registry. It was reported 7 days following a coronary artery drug eluting stenting treatment procedure, a stent thrombosis occurred. The index procedure treated one target lesion located in the mid left anterior descending (lad) artery. The de novo lesion was 80% stenosed, a 2.6mm in diameter, 20mm in length, mildly calcified, and moderately tortuous. The physician direct-stented the lesion with a taxus liberte 2.50x24mm stent and an unknown length mustang bare metal stent in an overlapping fashion. The stents were post dilated with the taxus liberte delivery balloon at 12 atms. The results were 0% residual stenosis and timi-3 flow. The pt was discharged the next day on aspirin and clopidogrel. During the pt's hosp stay, she was treated for congestive heart failure. Seven days following the index procedure, the pt experienced a stent thrombosis. The stent was 100% stenosed. It was confirmed via angiograhy. The thrombosis was resolved by performing balloon angioplasty and placement of a mustang bare metal stent. The results were 20% residual stenosis with a timi-3 flow. The pt was on clopidogrel and aspirin at the time of the event. Twenty six days later, the pt presented to the cath lab. The previously placed stents were 100% stenosed. The physician treated the stenosis by performing balloon angioplasty and placement of two mustang bare metal stents. The results of this procedure were 30% residual stenosis and timi-2 flow. The pt was on clopidogrel and aspirin at the time of this event. The pt presented 6 days later for 100% stenosis of the stent treated lad. This event was resolved by placing coronary artery bypass grafts to the lad and the left circumflex arteries. The pt was taking clopidogrel and aspirin at the time of this event. Per the investigator, each event was "definitely" related to the taxus liberte stent. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 8424229 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.